Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. Visual inspection noted an insulation abrasion through to the anode conductor coil 88-92mm from the terminal pin. Resistance testing confirmed the lead segment to be electrically continuous. Due to the type of the abrasion, it was likely this was caused by lead-on-lead interaction. An insulation abrasion through to a sensing conductor could cause the reported allegations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that it was questioned whether this single chamber pacing system was functioning appropriately upon review of electrocardiograms. The electrocardiograms were reviewed and the system was determined to be functioning appropriately as programmed in aai mode. The system remained implanted at the time of the observations and the device was returned eight years later.